Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Manufacturer narrative:
Follow up #1/ supplemental report test: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the battery life is shorter than expected for the meter. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.